Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the pmi group that a patient underwent left shoulder arthroplasty on (B)(6) 2026. Subsequently, the patient is being considered for a pmi product on an unknown day because of bone deficiency of the glenoid was found during the initial surgery. After implanting baseplate and glenosphere, surgeon noticed a substantial fracture resulting in some bone loss, to allowing us to complete the reverse arthroplasty. We converted the surgery to hemi using tm np stem with bf humeral head. Attempts have been made and no further information has been provided.